Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Upon visual inspection of one video, the following was observed: the video shows a device with a green reload loaded; all staples can be seen protruding of the pockets. Also, the device cannot be placed in closed position. This condition is caused when the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an anterior resection, after opening contour stapler (lot u93u2j) from sterile pack, scrub nurse removed the red staple retaining cap from the anvil jaw. When nurse closed the closing trigger (the nurse wasn't being clear when explaining this information to me, at times nurse mentioned she noticed the staples were noticed even before she closes the closing trigger, I couldn't determine the precise information), staples were noted protruding from the staple housing. The contour stapler was then locked out.